Event description:
The facility had indicated that the surgeon successfully implanted a model aq2010v intraocular lens using a model msi-pm iol injector and an aq cartridge. Damage to the lens was noted after implantation and the lens was removed without injury to the pt. The lot numbers for the cartridge and injector were not specified.

Manufacturer narrative:
H6: evaluation results: visual inspection of the lens showed a tear through the optic and one of the haptics was torn off and is missing. Conclusion: no conclusion can be drawn. The facility did not return the cartridge and injector used in this surgery, as such no conclusion for damage to the lens can be drawn.